Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, poor sleeve function resulted in sample leakage of 15 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Bd received 15 samples for investigation. Ten of these returned samples were utilized for functional tests to assess the device's performance. All samples passed testing, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle, poor sleeve function resulted in sample leakage of 15 devices. No adverse impact was reported regarding the patient or user.